Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 2.4a pump passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Medtronic received information that a21 occurred. There was no adverse impact or consequence reported as a result of this event.